Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that two of the sensors gave inaccurate readings. The sensor reading was 198 mg/dl when the blood glucose reading was 171 mg/dl. The customer was advised on proper insertion techniques. The customer reported blood on one of the cannulas. The customer also had a low blood glucose reading of 47 mg/dl and treated with glucose tabs.